Event description:
The customer reported via phone call that he went through training for the sensor but he did not hear the alarm go off and his blood glucose went up to 700 mg/dl. Customer treated with an insulin pen. Customer stated that the screen is currently off even though a battery is inside it. Customer stated that he stopped using the pump for a month due to the high blood glucose. Customer reported that he will have to call back so he can get batteries. Customer will attempt to try a brand new battery inside the pump. Customer stated that he will call back because he does not have batteries to use.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.